Event description:
In 2005, nellcor puritan bennett received a report that an endotracheal tube was occluded. The clinician reported that a pt with respiratory failure was intubated with a hi-lo endotracheal tube. Following the intubation they experienced difficulty ventilating the pt with a manual resuscitator. At that time, the clinician elected to place the pt on an unspecified mechanical ventilator. The caller reported that the clinician experienced difficulty passing a suction catheter down the endotracheal tube. The tube was removed and replaced without incident. The caller reported that visual inspection of the removed tube, revealed that one side of the cuff seemed to be larger than the other side.